Event description:
The patient was diagnosed with an infection just below the ipg site six days following an ipg replacement procedure (reference MFR report #1627487-2014-23606). The patient received antibiotics for a week and the infection is clearing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.